Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level was in the 80 mg/dl range. Reportedly, the pump was able to charge successfully after the customer used an alternate wall adapter. The customer would continue to use the pump for insulin therapy.